Event description:
On (B)(6) 2025, the lay user/patient¿s mother contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter was not working. The complaint was classified based on the customer care agent (cca) documentation, since the reporter could not be reached by phone for additional information. It was not reported when the alleged issue began. The reporter did not specify the device issue the patient was experiencing but mentioned the patient did not have the correct test strips for the reported meter. It was not reported how the patient manages his diabetes or if he took any action regarding his usual diabetes management in response to the alleged issue. At an unspecified date/time, the reporter claimed the patient felt ¿faint¿ and experienced ¿stroke-like¿ symptoms. In response to the symptoms, the reporter mentioned she called the paramedics but did not specify the treatment the patient received. No blood glucose readings during the event were provided. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. There is insufficient information, including how the paramedics treated the patient and a clear temporal relationship, to rule out the contribution of the subject meter to the event.